Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked. This occurred during a patient infusion of an unknown chemo drug with the use of an adapter. The reporter stated that the set leaked onto the patient¿s clothing, but not onto the patient¿s skin. There was no patient injury or medical intervention associated with this event. No additional information is available.